Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient stated the implantable neurostimulator (ins) was in the wrong place and the current device location was uncomfortable at the device pocket. There were no alleged product issues and no diagnostic testing or troubleshooting was performed. An unknown action was planned for (B)(6) 2014. At the time of the report the patient was alive with no injury. No interventions or outcome were reported regarding this event. The patient was scheduled for a revision of a battery replacement on (B)(6). Pre-op all electrodes were normal working value. There was no complaint of stimulation coverage; covering all the patient¿s painful areas. The doctor allowed the patient to pick the spot to move the ins to. The ins was moved approximately four inches to the left lateral. There was no change in stimulation after the procedure. Post-op impedance check showed all electrodes a normal value. If additional information is received, a follow up will be sent.